Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: no samples or photos were returned for analysis.

Event description:
It was reported that the pen ndl 32g 4mm pro was unable or difficult to prime, had a pen needle that was unable to detach, and experienced a cannula that broke off or pulled out. The following information was provided by the initial reporter: the patient reported that he/she could not do priming. When the patient detached the needle from the pen device, the needle npe was broken and caught in the rubber part of the pen device.